Event description:
Second incident with this product. Insertion is okay. Upon removal the skin and tissue are torn. Appears the needle end is bent or a "burr". Two days later received call from same location stating that they checked the product prior to insertion and noted that the needle tip appeared to be bent.